Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: rlt351414/11045070.

Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm using three gore® excluder® aaa endoprostheses. It was reported a planned aorto-uni-iliac with femoral-femoral bypass was performed to treat the aneurysm as the left common iliac artery was occluded. Final imaging showed exclusion of the aneurysm, and the patient tolerated the procedure. On (B)(6) 2014, the patient presented emergently to the hospital. Imaging reportedly identified aneurysm enlargement (amount unknown) and a proximal type I endoleak due to the most proximal trunk-ipsilateral leg component (unknown which device) migrating distally (amount unknown) into the aneurysm sac. It was reported the cause of the migration is unknown. The same day, an intervention was performed whereby four aortic extender endoprostheses were implanted to treat the endoleak and migration. Final imaging showed no evidence of endoleak, and the patient tolerated the procedure. Additional information has been requested.

Manufacturer narrative:
Added patient's medical history added the patient's medications: amlodipine, atorvastatin, coreg, hydralazine, lortab, and iron. Per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to endoleak, aneurysm enlargement, and migration. Attempts to acquire information required for this form were made by gore.